Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery. The physician advanced the 16 x 2.50mm taxus liberte stent delivery system (sds) to the target lesion. However after several attempts at pushing the sds it was unable to cross the lesion. The device was successfully removed and it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery. The physician advanced the 16 x 2.50mm taxus liberte stent delivery system (sds) to the target lesion. However after several attempts at pushing the sds it was unable to cross the lesion. The device was successfully removed and it was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system and stent with no original packaging or other devices. There was a blood like substance in the wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were lifted and bent struts in the first proximal row of stent struts. The stent was bent in the eighth distal row. The distal tip was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).